Event description:
It was reported that the right atrial (ra) lead measured intermittent impedance spikes, then months later, it showed high impedance. The lead was capped and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d154atg implantable cardioverter defibrillator (B)(6) 2006; 694965 implantable tachy lead (B)(6) 2006. (B)(4).